Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or a sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that when attempting to remove the stylet from the nasogastric tube after placement, the green plastic end came off exposing the hook, bare metal end of the stylet which lacerated the end of the nurse's thumb when the green plastic piece gave way. Additional information received from the customer on (B)(6) 2019 states that it was a fairly superficial wound. Pressure was applied and a band-aid was put on. No stitches were required. The nurse did not leave work due to the injury. The nurse was reported to be fine.